Event description:
On (B)(6) 2013, we received the following report from the distributor: the wire is only a little frayed but came unattached to the base of the hercules. All the beads of the arm fell in the pt. The pieces were visually located and pulled from the pt. The pt underwent a series of x-rays to check for any pieces left in the body. X-rays showed everything was removed. Used an additional hercules arm to complete the case. The pt experienced no blood loss due to this malfunction.

Manufacturer narrative:
The device was purchased from the MFR in (B)(6) 2010. The instructions for use and device labeling require that the cable integrity and functionality be inspected prior to each use. The instructions indicated there should be no signs of wear or frayed cable present. The initial report indicated that the cable was frayed and so the device should not have been used.